Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower, the users were unable to log on and also states a message as no lumidigm sensor connected. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 13-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the users were unable to log on. A technical support specialist guided the customer through turning the cabinet on using the power switch and then restarted it all in one (aio). The system functioned as intended after the technical support specialist troubleshot the device.